Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump display showed it was running but "30ml or 250ml delivered". They did not state how long the infusion had been running and also stated that the pump had not alarmed. The initial reporter also stated that they were unaware of any adverse events related to the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non-conformances or issues were found. When the pump was returned to mmdg for investigation the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump display showed it was running but "30ml or 250ml delivered". They did not state how long the infusion had been running and also stated that the pump had not alarmed. The initial reporter also stated that they were unaware of any adverse events related to the complaint. (B)(4).